Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2009 and performed to specification up to the 10th may 2015. An increase in voltage suggests a fresh pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device is switching on automatically.